Event description:
Info from hcp indicates that pt reported a fever and pain and swelling and drainage were observed at the lumbar region. A culture was obtained and was 1+ gram positive cocci/streptococcus agalactiae (group b). A total system explant was done and the pt rec'd IV and oral antibiotics. The condition has resolved.